Event description:
Rn starting IV on patient; rn reported positive flashback, but could not feed the IV into the patient's vein for an unknown reason. Rn began to remove the IV cath from the patient when he heard it pop. Approximately 3 cm of the device remained embedded in patient's arm. Patient retained portion removed in the ER.